Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away. The cause of death was gastrointestinal bleeding (gib). The device parameters (flow, speed, power) within normal limits for this patient. It was reported that the patient's outcome was not device or therapy related.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
History of gi bleed was previously reported for this patient under MFR #: 2916596-2025-02776.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the patient had a history of angi ectasis vs dieulafoy lesion in 2nd portion of duodenum with attempts at clips. They had 3 admissions for acute bleeding with hemodynamically significant anemia. Their international normalized ration (inr) was reduced for goal of 1.5-2.0. The patient did not want to trial stopping anticoagulation for a protracted period fearful of stroke risk. In palliative discussions, the patient referred to if the admissions for gib or other clinical diagnosis continued, they would like to consider withdrawal of device.